Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that the clinician obtained another device to continue treating the patient and was able to obtain rosc. Complainant indicated the patient suffered hypoxic brain damage due to the reported malfunction.

Manufacturer narrative:
The device was returned to our service provider for evaluation. The customer's report was observed during review of the forensic memory logs. However, the device was put through extensive troubleshooting without duplicating the report. The device was recertified and returned to the customer. A 2062 error occurs when the airway pressure, pip, measured at the end of expiration is >5 cm ho above the baseline pressure, peep. The forensic memory showed the patient is struggling to exhale which is causing the alarms. The 1060 exhalation system failure alarm triggers when the pip fails to return to the baseline pressure for 3 consecutive breaths, indicating that the exhalation control valve has failed to respond. The device stops ventilating and attempts to discharge the pressure in the breathing circuit to the atmosphere. This is likely what caused the ventilation stopping that the customer reported. Both these alarms can be caused by external factors such as a restriction of the exhalation valves or occlusion/kink in the breathing circuit tubes or hoses. It is unknown if the user took any preventative measures and tried checking the exhalation valves or breathing circuit. The ventilator operator's guide warns that the user should "never leave the patient unattended" and to "always ensure that there is an alternate means of providing mechanical ventilation. A bag-valve resuscitator and an appropriate mask for the patient being ventilated should be immediately available". As someone should always be monitoring the patient, appropriate actions can be taken to reduce risk of harm to the patient. Analysis of reports of this type has not identified an increase in trend.